Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the tubing cracked and leaked while connected to a patient. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of cracked and leaking IV sets was not confirmed. Visual inspection showed no anomalies. Functional testing was performed and no anomalies were observed. The root cause could not be identified.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.